Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin due to bent cannula. The blood glucose value was 600 mg/dl at the time of incident. Customer was in hospital, treated with infusion set and liquids, performed displacement test but the results were unavailable. The insulin pump will not be returned for analysis.